Event description:
This is 1 of 1 report for complaint (B)(4).

Event description:
The user facility reports a trauma recon system battery hand piece was sent to supply chain coordinator with a tag reading, broken. It is reported device was used in a surgical procedure, but no information regarding what procedure and what impact it may have had on the patient. No further information was provided. This is 1 of 1 reports for the same event, (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Event description:
This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
(B)(4).